Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported , the autopulse platform (sn (B)(4)) did not power on during a shift check. The customer reported troubleshooting with good charged battery; however, the power issue was not resolved. There was no patient involvement. .

Manufacturer narrative:
The reported event of the autopulse platform did not power on was confirmed during functional testing. It was indicated that the power switch is not functioning due to a water ingress damage. Review of the retrieved archive data found no significant discrepancies related to the reported complaint. As part of routine service during testing, the platform was examined and found unrelated to the reported complaint, damaged bottom cover. The autopulse platform is a reusable device and was manufactured in 2015. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Upon customer approval, the platform will be bio-cleaned, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).